Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-may-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal fentanyl 6,000 mcg/ml at 2497 mcg/day via an implanted pump for non-malignant pain. It was reported the patient was in for a standard pump replacement and the physician was unable to aspirate at the catheter access port (cap). The physician opted to cut the catheter at the suture less connector and the connector stripped. The rep stated 6.7cm of catheter was replaced. The rep was asking how long the gap in therapy would be because physician opted not to prime anything after new pump and catheter segment were implanted. Technical servies (tss) confirmed 103 cm spinal catheter contained drug. Tss calculated patient would receive drug for the next 13 hours. Tss then confirmed 6.7 cm of new pump segment, internal pump tubing and cap had no drug. Tss calculated .1547ml would be the gap in therapy and that would last approximately 9 hours. The patient was supplemented with orals right now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative (rep) via a healthcare provider (hcp) indicated that the patient's weight was asked, but unknown. The cause of the inability to aspirate was not determined. Unable to aspirate before taking old connector off and again when new (B)(6) connector was attached. Surgeon declined to further investigate and "believes to be positional". No, aspiration was never successful. There was no prime given per surgeon instructions and patient supplemented time without drug with orals. Surgeon and patient stated that pump was working well before replacement and plan to continue working well after.